Event description:
An inquiry was received to extend the atrial refractory period to greater than the current pvab max value for this patient who is having frequent pacemaker mediated tachycardia (pmt). According to the manufacturer, lengthening the pvab can be done with engineering software; however, upon each interrogation; thereafter, the incorrect pvab valve will be detected and the programming software will force the pvab value back t 150ms. Therefore, the lengthening of the pvab is not feasible and the device will probably be explanted.

Manufacturer narrative:
The decision to explant the device has not been decided upon by the physician yet.